Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of the cutter became detached during a left eye vitreoretinal procedure. The physician noticed that the cutter stopped cutting the vitreous and was pulling it. The cutter was changed and the detached end of the cutter was found within the sclerotomy tunnel. There was no patient harm.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The returned sample was visually inspected and found non-conforming with the tip of the probe needle broken at the port. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area and down the entire length of the inner cutter in several locations. The complaint evaluation confirmed that the probe had a broken tip at the port. The exact root cause for the broken tip cannot be determined from this evaluation. The most likely contributing factor to the broken tip at the port is excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. An internal investigation has been completed to further evaluate the cause of probe tip breakage at the port. The investigation determined a possible contributing factor of excessive wear / usage time of the probe during surgery. A manufacturing related root cause could not be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).